Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between april 23 -24, 2024. H11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection was performed on both the samples, and the reported issue of leakage was not visible in either sample. The set underwent functional testing by filling the bag with 500ml of tap water and the leak was observed on the top of the left weld. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. This occurred during setup. There was no patient involvement. No additional information is available.